Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant was taken out two or three years ago. The patient stated that the reason it was removed was that she had lost over 100 pounds and everything was just located in a different place from where it was supposed to be. The patient explained it was not working the way it should be for her. The patient mentioned she also needed mris and it was easier to take it out. The indication for use was radicular pain syndrome (radiculopathies). No patient symptoms reported.